Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that "the burr does not fit¿ in the attachment device. There were no delays to the surgical procedure as an identical spare device was available for use. The reporter clarified that the burr worked with the spare attachment device. No injuries, medical intervention or prolonged hospitalization were reported. The event date is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.